Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation as they were discarded at the site.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was not turning on. The green led next to the power switch was not illuminating. The representative was walked through switching out the fuses in the back of the mobile view station (mvs). Once the fuses were swapped, the led illuminated and the system turned on. No complications were reported/anticipated.